Event description:
It was reported the patient experienced inadequate control of their pre-implant tremor. Reprogramming attempts were unsuccessful. The physician assessed, based on computed tomography (CT) images, that the lead was not ideally placed. The patient underwent a revision procedure to replace the lead and did well postoperatively. The lead was not analyzed in our laboratory, as it was disposed of by the facility.